Manufacturer narrative:
It was reported that there was a manufacturing defect with the ar-5400-13. The inability of the ar-5400-13 to assemble carries a potential harm of annoyance/dissatisfaction as well as a potential deviation from intended procedure in accordance with plm62349. However, as this was noted to be a manufacturing issue, it would likely be discovered at inspection and would not likely cause or contribute to a serious injury if it were to recur. As a result, the event is not reportable for malfunction. Correction, h1 to n/a arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/06/2024 it was reported by a sales representative via (B)(4) that an ar-5400-13 glenoid targeter is not sliding. This occurred during use in a case with no patient effect.